Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was confirmed. The ma-15c bearing sleeve exhibited evidence (flaring of the tip) consistent with the application of excessive side load force during use. If additional info is received, a supplement report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that during surgery "the cutter shaft broke completely near the distal portion of the attachment. The attachment flared out at distal most portion. All the pieces were found." There was no pt or user injury reported. It is unk if delay or medical intervention occured. There was no additional info provided.